Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
The condition of battery depleted set alarm was confirmed through the event history. The root cause of the reported problem could not be identified; however the main batteries and harness were replaced. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report from baxter (B)(4) of a battery failure alarm. It is unknown when the reported condition occurred. It is unknown if patient injury or medical intervention occurred. During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm which interrupted delivery. No additional information is available. This device utilizes user interface module master software version 6.13.92 categorized as remediated.